Manufacturer narrative:
The referenced report of recent pump exchange is reported under medwatch MFR report #2916596-2017-02711. (B)(4). Approximate age of device ¿ 15 days. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in the clinic on (B)(6) 2017 for a follow-up visit after a recent pump exchange. Device interrogation revealed intermittent power elevations. It was also reported that the patient's lactate dehydrogenase (ldh) was at 579 u/l and had been trending up since patient¿s most recent implant. The patient had sub-therapeutic inr since discharged home a week prior. The patient was started on lovenox and aspirin was increased to 325 mg daily. The patient denied having tea-colored urine and/or heart failure symptoms. On (B)(6) 2017, it was reported that the patient was hospitalized as of (B)(6) 2017 for intravenous anticoagulation in the setting of increasing ldh and subtherapeutic inr. At time of admission the patient's inr was 1.85. A urinalysis was negative for bilirubin, hemoglobin and blood. The patient was started on intravenous bivalirudin infusion in addition to being provided increased warfarin dosing and aspirin. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined. The submitted system controller log file contained approximately 11 days of data from (B)(6) 2017 at 10:23 to (B)(6) 2017 at 12:48 and captured elevations in pump power and estimated flow throughout its entirety. The system operated above the low speed limit. A specific cause for the change in pump parameters cannot be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.